Event description:
An obvious decline in the pt's hearing performance was noticed on (B)(6) 2014. A history of head trauma was denied.

Manufacturer narrative:
(B)(4). The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.